Event description:
A customer reported that the fax (fluid/air exchange) was not working during a procedure. The customer called a company representative who was able to troubleshoot the issue over the phone. The infusion line was disconnected from the infusion cannula and the infusion was maintained with a syringe of bss (balanced salt solution). A technician took the infusion line and ran fluid into a specimen cup. The infusion tip was then placed into the bss to check for air bubbles. The fax was increased until air was flowing. The technician then switched back to infusion to check the flow then back to fax again at the desired setting. It began working at this point and they were then able to proceed with the case following a delay of about 15 minutes. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information become available. (B)(4).